Event description:
A discordant immulite 2500 troponin result was obtained on one (1) patient sample. The sample was repeated because the initial result did not agree with the patient clinical history. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. Analysis of the instrument and the instrument data indicate that the cause for the discordant troponin results cannot be determined. The instrument is performing within specifications. No further eval of the device is required.